Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "minimum 5-year follow-up results and functional outcome of rotating-platform high-flexion total knee arthroplasty: a prospective study of 701 knees". Literature article "minimum 5-year follow-up results and functional outcome of rotating-platform high-flexion total knee arthroplasty: a prospective study of 701 knees" by aditya c. Pathak et al. Published by arthroplasty today was reviewed. The article purpose: to evaluate midterm clinical outcome, functional outcome, any significant complication, and survivorship of psrphf design in a significant sample size of 701 patients. The article reports: all patients who were operated using psrphf system between march 2005 and december 2007 for tka were included in this study. All patients were implanted with a pfc sigma rp-f implant. All patients had an increase in joint function. Depuy products involved: complications: infection (3), patella clunk (3), aseptic loosening (2), medical device implant removal (2), surgical intervention (8).